Event description:
It was reported that a low anterior resection procedure was performed and the case went well. The device cut with complete donuts and stapled with the proper b-formed shape. A leak test was performed and the case was completed with no patient consequence. Four to five days post-op, the patient was experiencing abdominal pain. The patient was taken in for x-rays and it was seen that the anvil of the device was left in the bowel of the patient. The patient was taken back into the or to remove the anvil of the device. The procedure went well with no patient consequence. The patient has been discharged home. The device was discarded on the initial procedure date.

Event description:
Customer reported possible carryover during antibody screen testing. A retrospective review indicates that a prenatal patient had anti-d (128) and anti-c (2). Carry over was seen with anti-d on both rh positive cells. No erroneous results reported on any samples.

Manufacturer narrative:
(B)(4). No device return. The analysis results found that an anvil was returned in good visual condition. The breakaway washer was present and cut, indicating that the device achieved a full firing stroke. The anvil was tested for functionality with a test device; a new washer was placed on the anvil and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degree in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference the instructions for use for additional information. No batch history record was performed as no lot information was received.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(6). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.